Manufacturer narrative:
The automated impella controller (aic) device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age and gender was on impella cp support for hemodynamic support. The automated impella controller (aic) displayed console alarm "impella defect". Therefore, the pump was explanted. A new pump was placed, and a new aic console was used to resolve the issue. There was no reported patient harm.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Prior to impella support, the patient was cannulated with extracorporeal membrane oxygenation (ECMO) and was intubated. It was reported that after the impella cp with serial number 478790 (pump 1) was implanted and connected to the automated impella controller (aic) with serial number 2240 (aic 1), an alarm occurred for impella defective. The impella cp was explanted and replaced with a new impella cp pump with serial number 463963 (pump 2), and the impella defective alarm was not resolved. An additional aic with serial number 5084 (aic 2) was connected to the second pump, and the impella defective alarm was not resolved. The aic was replaced again with a third unit, the alarm was resolved, and support was initiated. After 6 days of ECMO and impella support, a cerebral bleed was discovered, and therapy was discontinued. It was noted that the cerebral bleed was not impella related. The patient was given systemic heparin during impella use. It was noted that the patient expired while on impella cp support. There was a delay in needed support when pump 1 would not be recognized by aic 1. Additionally, there was a delay of support as the aic 1 and aic 2 would not recognize pump 1 or pump 2. It cannot be said the period of time with loss of hemodynamic support did not contribute to the patient's overall outcome. The patient experienced a cerebral vascular accident while on support with pump 2. While the physician stated it was not impella related, but there is no alternative cause identified or provided as the likely cause of such event. Additionally, the patient was given systemic heparin for impella use which may have contributed to the cerebral bleeding. Pump 1, aic 1, aic 2, and pump 2 cannot be ruled out as contributing factors in the overall event.

Manufacturer narrative:
Additional information from initial MFR 1220648-2024-06292 was provided in section b5. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This is one of four medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-06290 for pump 1 impella cp with serial number (B)(6). Refer to manufacturing report number 1220648-2024-06294 for automated impella controller 2 with serial number (B)(6). Refer to initial medwatch with date of report 15-jan-2025 for pump 2 impella cp serial number (B)(6). Corrected information from initial MFR 1220648-2024-06292 was provided in section b1, b2, h1, and h6.

Manufacturer narrative:
Data analysis: on the complaint date (jan 10, 2024), pump sn (B)(6) was initially used with ic2240, and no "impella defective" alarm or pump detection issue was observed. Subsequently, the user decided to switch the pump, likely due to multiple "air in the purge system" alarms (event #404). The rt log indicates that the purge pressure did not increase by 5 mmhg during the piston's first stroke after de-airing each time, resulting in the persistent event set #404. This issue was most likely caused by a piston block (unreported and unrelated to the reported failure). Additionally, the snr was low (less than 1000), indicating a secondary, unreported failure mode: a defective optical bench (also most likely unrelated to the reported failure). After the console (ic2240) was rebooted, at step 3 of the case start wizard, the second pump (sn (B)(6)) was connected. An ¿impella defective¿ alarm (event #3) was immediately triggered. The second pump was reconnected twice, but event #3 persisted, confirming the reported failure mode. The user then moved the second pump (sn (B)(6)) from ic2240 to ic5084. However, the ¿impella defective¿ alarm was also displayed on ic5084. Device analysis: console ic2240 was returned to fs for further analysis. The aic was thoroughly examined, and no loose cables were observed. Voltage measurements for the impellatronic pca were found to be within specification. When tested with a known-good pump and purge cassette, the console did not reproduce the ¿impella defective¿ alarm or pump detection issue. Additionally, the purge pressure sensors were inspected and confirmed to be within specification as per the pm procedure. Root cause: the root cause of the intermittent "impella defective" alarm could not be determined due to the inability to reproduce it. D2 common device name updated. D10 concomitant medical products and therapy dates updated.